Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was sent for material analysis and it was determined that the device fractured in bending fatigue. Furthermore, the device was confirmed to have been implanted for over 18 months. The IFU states the following: ¿indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants¿¿ no relevant manufacturing issues were identified during review of the manufacturing records. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that; on (B)(6) 2013, xia3 primary surgery was performed. T5-iliac were fixed with screws and pso of l1 was performed. After that, both side rods broke at l5/s. Therefore revision surgery was performed on (B)(6) 2015. The upper level of rod from l5 were left, the lower level of rod were replaced to new rods with some connectors. The customer requests the micrograph of the fracture surface.

Event description:
It was reported that; on (B)(6) 2013, xia3 primary surgery was performed. T5-iliac were fixed with screws and pso of l1 was performed. After that, both side rods broke at l5/s. Therefore revision surgery was performed on (B)(6) 2015. The upper level of rod from l5 were left, the lower level of rod were replaced to new rods with some connectors. The customer requests the micrograph of the fracture surface.